Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device shows high hv lead impedance values. No adverse events were reported. Device remains implanted.